Event description:
Reported blood glucose results of "102 mg/dl and 161 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.